Event description:
Customer reported that forty seven (47) erroneously low potassium results were generated by the unicel dxc 600 synchron system. System calibration and quality controls were within specification prior to the event. The results were reported out of the lab. The pt was treated for low potassium level. The specific treatment was not provided. The system was recalibrated and quality controls were run. The samples were retested and the results obtained were within expectations. The pt was then monitored for elevated potassium levels as a result of the above mentioned treatment.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse found that the electrolyte injector cup had multiple cracks. The cause and circumstances of the cracks could not be determined. The fse replaced the electrolyte injector cup. No further events were reported. Although several parts were replaced and the measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4) 2010 for add'l reportable events.